Event description:
The manufacturer received information alleging a ventilator would not calibrate. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the internal tubing was observed to be disconnected. The device's internal tubing was reconnected to address the issue. A "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's display board was replaced to address the issue.